Event description:
It was reported that a patient underwent a cesarean section procedure on (B) (6)2009 and suture was used. Immediately afterwards, the patient experienced abdominal burning. Six weeks post-operatively, the patient developed a lump of scar tissue and a knot at one side. The burning has continued for the last six months and the patient has experienced nausea. The patient has seen the surgeon several times and an MRI was done. The surgeon has suggested a biopsy.

Manufacturer narrative:
(B) (4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.